Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 and 4 were failed to open and displayed a maintenance error on the pyxis monitor. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunctioned tower door latches causing double-clicking and failure to open. The field service engineer replaced the latches with the new style, checked harnesses and connections, cleaned the latches, applied carbon conductive grease, and verified functionality through hardware tests. The system functioned as intended after the field service engineer repaired the device.